Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with recurrent incarcerated ventral hernia, umbilical hernia, pain thereby underwent open repair with the implant of bard kugel patch. Per operative notes, ¿hernia sac was dissected. Bard kugel patch was placed in abdominal cavity and secure it with suture.¿ (B)(6) 2003 - patient was diagnosed with small bowel obstruction, adhesions thereby underwent open repair with lysis of adhesion and explant of bard kugel patch. Per operative notes, ¿adhesions were taken down. Bard kugel patch was completely removed. Intestinal obstruction was released.¿ (B)(6) 2003 - patient was diagnosed with adhesions, incarcerated umbilical incisional hernia thereby underwent laparoscopic repair with lysis of adhesion, hernia repair. (B)(6) 2004 - patient was diagnosed with ventral incisional hernia with incarcerated omentum thereby underwent open repair with implant of marlex mesh. Per operative notes, ¿hernia sac was dissected. Adhesions were taken down. A marlex mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.